Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator had an internal o2 (oxygen) leak. Furthermore, there is no information regarding patient associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h11. Results of investigation: vyaire medical was not able to verify the customer complaint. The suspect device was not returned for investigation. However, as per work order under wo-(B)(4), fsr (field service representative) arrived on site to troubleshoot. Vent is not leaking when plugged into an o2 source and unit is not on. Unit was booted up and ran on default settings. Fio2 passing every 10% increment from 21-100. Fell low at 90% but picked back up. Vte (exhaled tidal volume) is low at default settings. Service replaced flow sensor with one customer had on site which fixed the issue. Ran fio2 monitoring calibration and passed. Ran verification. All tests passed required criteria. Unit meets factory specifications. Reviewed with customer on site.